Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that it was difficult to remove the blade during operation was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger of the device was not moving smoothly. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was not moving smoothly. It was noted in the service order that during an unspecified surgical procedure it was observed that when using the battery oscillator device, it was difficult to remove the blade during operation. It was reported that the device could only be removed with force. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.